Manufacturer narrative:
(B)(4) - device manufacture date 03/15/2013 - 03/18/2013. Evaluation summary: the device was returned for evaluation with a filled bladder and fluid inside of the housing. Visual inspection and functional leak testing confirmed the reported condition. Leakage was observed from the bladder's lowest point, at one side only. A review of all batch record documents was performed with an issue noted during the manufacturing process. During final functional testing for samples of lot 13c022, one sample was identified with a flow rate failure due to bladder leakage from the same location; the lowest point of the bladder, at the fold. Additional random sampling was then conducted to test for leakage, and no additional leaks were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unknown location into the housing. The reporter stated that the solution could possibly be coming out of the bladder even though it seemed intact with no visible sign of a rupture. This was observed during filling of an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported issue was due to an incomplete bladder crimp;however the cause of the incomplete crimp was unknown. Should additional relevant information become available, a supplemental report will be submitted.